Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in 11/2010 and that it had performed to specification up to 08/2012. The info obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring 08/15/2012 and continued consistently up to 09/15/2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically, which caused the early depletion of the pad pak (lot 663). Pad pak (lot 663) had a use until date of 06/2013, but became depleted on 09/16/2012. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.